Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens using a preloaded insertion system, model pcb00v, the lens did not come out of the cartridge correctly. The surgeon had to turn the plunger back once and implanted again. After implanting, the surgeon observed a scratch on the optic of the lens and removed the lens. Another lens was used as a replacement lens (no manufacturer information). No additional information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for analysis. Therefore the complaint cannot be confirmed.   A review of the manufacturing records was conducted. The manufacturing production order (po) was evaluated and revealed the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.